Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5112549.

Event description:
A voluntary medwatch report was received on 10/14/2022. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It has been reported that there was a difference in readings of 300-400%. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.